Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 8:57 am, the meter result was 3.6 inr. Customer attempted to repeat the test and received error 5. Error 5 can occur when the sample applied is not large enough and does not fill the strip. The customer repeated the test on the meter within 4 hours and the result was 2.6 inr. The customer's therapeutic range is 2.0-3.0 inr and they test every 2 weeks or monthly.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's meter and strips were provided for investigation where it was tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer alleged receiving an error 5. Error 5 was observed in the meter error log. Error 5 occurs when the applied sample volume is insufficient or when sample detection is uncertain. Medwatch fields d9 and h3 have been updated.